Event description:
It was reported that the surgeon commented that stem subsided and needed to be revised. Excessive wear on monoblock cup he said, he also revised the cup.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info has been returned. Should additional info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as: MFR # 2249697-2012-01571.